Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of the same code-batch regarding needle defect. Without any closed and/or defective sample an analysis cannot be carried out in order to make a decision. Checked the production data of the involved needle batch and the results fulfilled the specification for these needles: minimum bending strength result before releasing the product was 15.88 nxcm (specification minimum bending strength for these needles: [?]14.6 nxcm). Tested samples available in stock of the same needle batch and the results fulfill the OEM specification for these needles: minimum bending strength result: 15.21 nxcm (specification minimum bending strength for these needles: [?]14.6 nxcm). Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: chile. When performing an episiotomy suture, the described catgut needle is broken.